Manufacturer narrative:
(B)(4). Batch # m5409n. Additional information was requested and the following was obtained: what were the indications for surgery: they used the device for a colorectal anastomosis after a laparoscopic sigmoidectomy for a diverticulitis . Was the device difficult to close: yes. Was the device difficult to fire: yes. Who fired the device and what was his/her experience: the surgeon, he uses this kind of device for more than 15 years. Was there any tactile and audible feedback to confirm washer was completely cut: the colic and rectal donuts were cut and retrieved from the device and then sent to (B)(4). The staples were circularly placed on the anastomosis but they were not flattened, leading to an obvious and immediate anastomotic leakage. Did the user attempt to fire the device with one or two hands: despite a 2 hands use, the device was never closed completely during the anastomosis. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, there was dysfunction of the clamp when stapling the anastomosis. The donuts were cut but impossible to close the clamp and clips. There was a conversion to laparotomy to remove the first anastomosis and realization of another anastomosis with a circular stapler of the same batch. Operation was extended of an hour.